Event description:
The customer was hospitalized for high blood glucose, with a reading of 600 mg/dl. Customer reported dizzy spells. Customer stated his blood glucose levels were so high he fell to the floor twice. Customer stated that his insulin pump screen is blank. Customer unable to contact hcp, doctor is on vacation. Nothing further at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Light scratches on display window and cracks near display window corners noted during visual inspection.